Event description:
It was reported that during a da vinci-assisted surgical procedure, it was found that the smallest disc inside the 30-degree endoscope plus did not operate as it should, and the discs were rotating freely. During a case, the endoscope experienced difficulty performing the intended movements. When attached to the robotic arm, it was observed that it sometimes made unintended movements around its own axis. No signs of impact or damage were observed on the cable. There was no report of patient involvement or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the event occurred during a single vessel small thoracotomy performed robotically with ports placed on (B)(6) 2025, with no patient injury or procedure delay reported. When the endoscope was first attached to the robot arm, there was an issue with vision orientation changing, and throughout the case the endoscope was difficult to move, although the image was not inverted, there were no reversed arm controls, and no uncontrolled motion was observed. The system recognized the correct scope, the surgeon confirmed the desired orientation at installation, and an orientation indication was visible on the user interface. Upon checking the camera, a problem with the disks was identified; despite this, the team experienced some difficulty but completed the procedure robotically with the same endoscope.

Manufacturer narrative:
The endoscope involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. .

Manufacturer narrative:
The 30-degree endoscope plus has been evaluated by the failure analysis (fa) team. The endoscope was visually inspected and found with minor cut(s) to the cable insulation. The damage was located at zone c near the endoscope housing. The probable root cause is typically attributed to the use conditions, such as improper handling of the cable during use or in reprocessing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to delrin degradation on the camera instrument adaptor. Failure analysis added in their investigation: aea delring degradation.

Event description:
Refer to h11 for follow-up information.